Event description:
It was reported that the patient went to the emergency room due to hearing a patient alert. A device interrogation showed high impedance from the right ventricular lead and the lead trends showed that the impedances varied. Chest x-rays showed an apparent subclavian crush and a definitive change in shape and size of the lead body. It was further reported that the pocket was opened and it was found that the lead pin had backed out of the header. The lead was reinserted and screwed in. Both the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Two - patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2011 15:00:03 and (B)(6) 2011 03:00:04. Weekly hv lead impedance trend data shows varying impedance and an abrupt increase for min and max svc defib impedance= 64 to 228 ohms peak, between (B)(6) 2010 and (B)(6) 2011.